Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that upon interrogation, a steadily decreasing r-wave amplitude was observed. The patient was brought in for dft testing and the device behaved appropriately. Review of a session record revealed a noisy rv sense amp signal. No noise was observed when pocket manipulation and isometrics were performed. The patient was stable.